Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have two stimulators, and when they use one recharger, they can charge right away at excellent quality, but the other one they are getting all these alarms saying to call medtronic when trying to charge their implanted neurostimulator. Patient said the issue started about a year and a half ago and had been getting worse and more frequent until now they couldn't get rid of the message unless they switched the recharger. Patient did not recall the specifics of the error message, but said they would reset the controller and it would start working kind of but they would be struggling to find the device. Patient also mentioned it would take them hours to jump around and all that crap to get the positioning right. Patient commented they stopped charging both implants at the same time because it felt li ke it was heating up their back. Patient confirmed heating of the recharger. Patient confirmed there was no visible damage to either of their rechargers. Had patient attempt to start a charging session of one of their implants, and patient reported seeing checking the recharger circling and circling until the controller turned off. Patient then reported no device found. Patient pressed recharge and entered passive recharge mode, but reported seeing 0-0-2 and then 0-0-0. The issue was not resolved. An email was sent to the repair department to replace the recharging antenna. On the call, patient clarified they were charging their newer implant, using their newest controller and was able to charge excellent on the call with their newer recharger, but was not able to charge with older recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the 97755 rechargers (rtm) (s/n (B)(6)) revealed that recharger was scrapped due to low reading being 0 should be higher than 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.